Event description:
Pt admitted to telemetry unit. Found unresponsive, asystole. Rescusitative efforts unsuccessful. Upon initial investigation telemetry unit failed to trigger alarm in response to rhythm change.